Event description:
A customer contacted baxter (B)(4) regarding a use error, failed to follow therapy steps with a minicap. The patient stated they received an expired product and that when they started to use it they noticed the iodine do now flow as usual. The patient stated that had peritonitis. The patient stated that once he used the product he felt pain in the low part of abdomen. The patient stated the day they received their product the delivery was missing, and the delivery driver recovered their product from another patient. During a follow-up it was learned that the patient has not been diagnosed with peritonitis, he only stated that he felt pain in the abdomen. The pain was felt the weekend after the product was used. The patient was advised to go to the hospital for evaluation. The patient declined to go for an evaluation. The patient was not seen by a physician for the event of pain. No labs or cultures were drawn. The patient outcome is unknown. Over the phone, the nurse reviewed the importance of the patient only using product that is not expired. No other case of peritonitis or abdominal pain has been reported regarding use of this expired product. Investigation is continuing as how the product was delivered to this patient when it was expired. Local investigation revealed that the distributor from (B)(4); delivered to the hospital product with an expiration date of 2010. However, the hospital is investigating how the inventory is managed by the hospital. The baxter specialist is trying to get the invoice that the hospital sent with the product to the patient to confirm what lot was delivered.

Manufacturer narrative:
(B)(4). This complaint for a use error- failed to follow therapy steps was confirmed during the sample evaluation; however, no root cause could be determined. The product was expired when the home patient (hp) used it; however, it was sold when it was not expired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.